Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was having symptoms from oversensing and failure to pace of the right ventricular (rv) lead. Follow up yielded no information. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing in the right ventricular (rv) lead which led to failure to pace. It was noted the oversensing was a consequence of the current pacing mode. The pacing mode was reprogrammed and the lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.